Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 05019279442270. D10: 166572, oxf uni cmntls tib sz b lm, lot 66853374. 159540, oxf anat brg lt sm size 3 PMA, lot 7923208. G2: foreign - event occurred in australia. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is p010014. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision of a prior medial unicompartmental left knee replacement performed approximately six months earlier for a fracture unrelated to the prosthesis. Attempts have been made and no further information has been provided.